Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent an oral bone grafting procedure on (B)(6)2016. Subsequently, the patient alleged burning sensation and gum inflammation on an unknown date. Antibiotics were given to the patient. No further information has been provided.

Manufacturer narrative:
(B)(4).